Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was scheduled for a revision procedure due to lead migration. The physician¿s examination confirmed an infection and the evoke scs system was explanted. Antibiotics were prescribed to treat the infection. The physician did not attribute the infection to the evoke scs system.